Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the caller successfully completed. Consequently, the error did not reappear, and the caller was able to start their sensor session without further issues.